Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was on a treadmill and received an inappropriate shock. The patient went to the hospital and tachy therapy was programmed off. Technical services (ts) reviewed the device data and there was sense b noise that was being oversensed resulting in the one inappropriate shock. Ts recommended getting x-rays to evaluate the integrity of the electrode and pulse generator connection. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was on a treadmill and received an inappropriate shock. The patient went to the hospital and tachy therapy was programmed off. Technical services (ts) reviewed the device data and there was sense b noise that was being oversensed resulting in the one inappropriate shock. Ts recommended getting x-rays to evaluate the integrity of the electrode and pulse generator connection. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was on a treadmill and received an inappropriate shock. The patient went to the hospital and tachy therapy was programmed off. Technical services (ts) reviewed the device data and there was sense b noise that was being oversensed resulting in the one inappropriate shock. Ts recommended getting x-rays to evaluate the integrity of the electrode and pulse generator connection. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced. No additional adverse patient effects were reported. Additional information was received which reported that the lead was suspected to be fractured. The system is expected to be returned for device analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was on a treadmill and received an inappropriate shock. The patient went to the hospital and tachy therapy was programmed off. Technical services (ts) reviewed the device data and there was sense b noise that was being oversensed resulting in the one inappropriate shock. Ts recommended getting x-rays to evaluate the integrity of the electrode and pulse generator connection. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced. No additional adverse patient effects were reported. Additional information was received which reported that the lead was suspected to be fractured. The system is expected to be returned for device analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection noted a crack in the insulation near the joint between the lead body and proximal sense b contact. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The observed crack in the insulation did not impact the functionality of the lead.